Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4), after clinical review on (B)(6) 2021, it was determined the patient also experienced bilateral capsular contracture baker grade unknown.

Manufacturer narrative:
On jan 8 2021, additional information was received: patient age at the time of event was identified as 23 years old. Patient race was identified as caucasian. The devices were identified as mentor memorygel breast implants 300cc, catalog number 3503001bc, serial numbers (B)(6) (l) and (B)(6) (r). Additional symptoms were reported, including depression, fatigue, rapidly falling asleep, migraines, dry eyes, anxiety, joint pain, brain fog, difficulty concentrating/remembering, vertigo, constant low grade fever, pain in breasts, sensitivity to surroundings, visual disturbances, choking feeling, ringing in ears, mood swings, food intolerance, and food aversions. The patient fully recovered post-explantation. This report is for the right breast prosthesis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 11 2020, additional information was received indicating the date of implantation was on (B)(6) 2019 and the date of explantation was on (B)(6) 2020. The patient identifier was found to be (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported via maude database that a female patient underwent an unspecified breast implantation procedure with unspecified mentor gel breast implants and suffered several unexplained, unspecified systemic symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent device removal. The exact date is unknown and has been estimated as (B)(6) 2020. The patient¿s symptoms reportedly improved upon explantation. This report is for the second of two devices.